Event description:
It was reported that an ilet user experienced persistent hyperglycemia following a site and supply change, with blood glucose measured at 520 mg/dl, and was advised to check ketones and either change supplies again or recheck after a short interval. Symptoms included high blood glucose. Outcomes included user education and troubleshooting without escalation to emergency care or hospitalization. Investigation included customer support assessment and guided troubleshooting for infusion/site-related issues and device use. Investigation of this case revealed no observed hardware damage by the user and no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.